Event description:
Information received by medtronic indicated that the customer reported a pump errors for their insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed and indicated that the customer was able to clear the alarm and rewind the pump however the customer will discontinue the use of the device and the product will be returned for failure analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned insulin pump for alleged insulin pump error , insulin pump error and insulin pump error found on october 19, 2022 insulin pump passed displacement test. Insulin pump failed self test due to insulin pump error 6. Successfully downloaded history files and traces using thus. Verified the insulin pump alarmed insulin pump error 6 variable in insulin pump downloaded history on october 19, 2022 at 15:9:4.000 due to ambient light failure. Keypad overlay was peeled and traces of the keypad assembly were examined and found burnt trace at pin due to moisture damage. Verified the insulin pump alarmed insulin pump error in insulin pump downloaded history on october 19, 2022 at 1:0:1.000 due to hardware anomaly and insulin pump error in insulin pump downloaded history on october 19, 2022 at 1:0:11.000 with line number = 1421 and file number = (B)(4) due to software error. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, broken belt clip rails, serial number label stained, serial number label fading, serial number label peeling, end cap address label fading, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. Confirmed insulin pump error due to hardware anomaly. Insulin pump error confirmed due to software anomaly. Insulin pump error 6 variable confirmed due to burnt trace at pin. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.